Manufacturer narrative:
(B)(4).

Event description:
It was reported that a system was removed. The device was explanted due to lithium battery advisory. The patient tolerated procedure well and was in good condition.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.